Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device has error code 10004 and a message that the cycler power appears. There was no reported patient involvement.